Event description:
The customer reported on (B)(6) 2013 at 1:23 pm she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. At 4:18 pm the programmed bolus was stopped and the pod was deactivated. She stated the cannula looks slightly bent or twisted.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.